Event description:
Additional information was provided that eleven days after the dislodgement was discovered, a lead revision was performed. This rv lead was successfully repositioned and remains implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient underwent a surgical procedure to repair an aortic tear. During the post-operative testing, it was noted that this right ventricular (rv) lead had increased pacing threshold measurements. Testing was performed several days later and the pacing threshold measurements remained elevated and there was intermittent loss of capture at 3.5 volts. The device outputs were programmed to 7.0 volts and a microdislodgment is suspected. No adverse patient effects were reported. The physician will discuss the case with the hospital staff about performing a possible lead repositioning.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the rv lead remains implanted. Once any additional information becomes available, this report will be updated.